Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced mucus in the upper esophagus/throat. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2013. Uneventful device explant on (B)(6) 2013, due to pt experiencing mucus in the upper esophagus/throat. Pt symptoms resolved after explant.